Event description:
Information was received that reported the patient was hospitalized in late 2008, due to an incident of diabetic ketoacidosis. The reporter states the patient became ill two days prior. She reports he was hospitalized on original date when his blood glucose was >500 mg/dl and he was vomiting. He was diagnosed in diabetic ketoacidosis and was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.